Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('had a hysterectomy'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), and experienced urticaria chronic ("constant hives"), asthenia ("no energy"), insomnia ("no sleep"), loss of libido ("no libido") and alopecia ("hair falling out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria chronic, asthenia, insomnia, loss of libido and alopecia outcome was unknown. The reporter considered alopecia, asthenia, insomnia, loss of libido, medical device removal and urticaria chronic to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: extension of expected date of next report. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('had a hysterectomy'), in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria chronic ("constant hives"), asthenia ("no energy"), insomnia ("no sleep"), loss of libido ("no libido") and alopecia ("hair falling out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria chronic, asthenia, insomnia, loss of libido and alopecia outcome was unknown. The reporter considered alopecia, asthenia, insomnia, loss of libido, medical device removal and urticaria chronic to be related to essure. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jul-2020, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had a hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("had a hysterectomy") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-nov-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced urticaria chronic ("constant hives"), asthenia ("no energy"), insomnia ("no sleep"), loss of libido ("no libido") and alopecia ("hair falling out"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, urticaria chronic, asthenia, insomnia, loss of libido and alopecia outcome was unknown. The reporter considered alopecia, asthenia, insomnia, loss of libido, medical device removal and urticaria chronic to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event 'hives, no sleep, no energy, no libido and hair falling out were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report